Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: water vapor infiltrated through this c1 check valve assembly. Probably due to the hospital staff forgetting to turn off the heated humidifier. No patient involvement.